Event description:
A customer reported that two illumination ports did not work prior to a surgical procedure. The system was rebooted and the illumination ports worked and the procedure was begun and completed with the same system and accessories. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).